Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine stopped communicating. A technical support specialist (tss) dialed into the station and reviewed the data synchronized logs, where an error was identified. The tss verified on the server that uploads were current and confirmed successful connectivity by pinging the server. Tss applied the relevant knowledge article, the tss rechecked the station and found no further errors. The customer provided permission, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stopped communicating randomly at 0632, and upon reboot, it went through multiple windows updates before completing. However, there were no delays, adverse events or injuries reported based on this event.